Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv) and left ventricular (lv) lead due to infection. During the procedure, a spectranetics 14f glidelight laser sheath was in use, among other tools, to free the leads. The glidelight device reportedly got caught on the rv lead during attempted removal. Reportedly, the device got caught because biological debris lodged in it that wouldn¿t allow the glidelight to move off the lead. The device's handle was reportedly cut, and an outersheath used to successfully free the lead. The rest of the procedure was completed with use of a 16f glidelight device. The procedure was completed successfully, all three leads were removed and there was no reported patient harm. The glidelight device is not being returned for evaluation; it was discarded at the facility. This report is being submitted due to the potential for serious injury if a similar event were to recur.